Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the server and navigated to pyxis enterprise server, then reviewed the user accounts section. The tss checked the medication application logs and confirmed that no errors were identified in the current logs or in relation to the case creation date for the user account and confirmed that there were no issues with the device. Attempted multiple followups to get update from the customer about the login issue. With no longer information received on customer end tss proceeded to close the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system pyxis system appeared grayed out and did not allow login even after a shutdown and restart was performed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.